Event description:
It was reported, the patient was admitted to the ICU (intensive care unit) on (B)(6) 2012. The patient had a "temperature of 104.1" and temp had been going up and down. The patient had been "seizing for two days" beginning about noon on (B)(6) 2012. The following symptoms were experienced by the patient: exaggerated rebound spasticity, muscle rigidity, altered mental status, increased spasticity, underdose, was septic, withdrawal, and less than 50% therapy relief. The patient had missed a refill appointment since the pump was replaced on (B)(6) 2012 due to being ill and in the hospital. It was unclear whether or not the pump was alarming because, the pump could not be heard due to the medical equipment in the ICU. The patient was administered oral baclofen, and it was reported that the pump "ran out of drug." The patient was alive with injury and was going to have his pump refilled. A physician indicated that cause of the event was due to poor communication by the surgical team. The patient's 40 ml pump was replaced with a 20 ml pump, and the treatment team was not notified of the change. The treatment team was not contacted by the surgeon or manufacturer representative with the new alarm date regarding the missed refill. The pump was delivering lioresal.

Manufacturer narrative:
Product ID, 8780 serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was reported the pump was refilled and the patient had recovered without sequelae. No further information was reported.